Event description:
An extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient in 2008. According to the complainant, during the procedure, the physician could not advance the balloon because the catheter kept kinking. The procedure was completed with a second extractor rx retrieval balloon device. No complications were reported as a result of this event, and the patient's condition was reported as "perfect" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the device manufacture date cannot be determined. The suspect device was discarded. A device analysis is not available; therefore, the cause of the reported malfunction cannot be determined. The july 2008 15-month gi retrieval balloons product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.